Event description:
It was reported that the patient developed pericardial fluid collection on (B)(6) 2023. The patient had symptoms of tamponade and was treated with surgical drainage.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The IFU lists pericardial fluid collection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed pericardial fluid collection on (B)(6) 2023, with symptoms including tamponade, weight gain, edema, and anorexia. The pericardial effusion was identified by a computed tomography (CT) scan and was reportedly caused by a postoperative effusion. The patient was hospitalized and received surgical treatment at which time, an incision was made below the xiphoid process and a drain was placed. The pericardial effusion and a hematoma were successfully removed.